Manufacturer narrative:
On (B)(6) 2019 the patient called to report a last follow-up (fu) visit yesterday and reported the eye care provider (ecp) stated everything was back to normal. Pt will send medical records for review. -medical records received on 28aug2019 indicate the following: (B)(6) 2019: pt presented with complaints: poss pink eye; pt has os eye redness and some discharge; ent: eye discharge, purulent os; ophthalmology: eye irritation/redness, redness with some discharge, os; no eye drainage assessment: acute conjunctivitis of os, unspecified acute conjunctivitis type plan: acute conjunctivitis of os; start gentamycin solution 0.3% 1 drop in each eye qid, 7 days. Fu with pcp or ER if symptoms worsen. (B)(6) 2019 ¿ new patient pt is a scl wearer with complaints of fbs, redness and irritation os, started 11 days ago. Pt slept in the lens, not normal for pt- no cl wear since (B)(6) 2019 . Pt went to fl for vacation. Pt saw dr. While on vacation was told it was pink eye and started on gentamycin gtts. Pt continued with vacation and 4 days later symptoms worsened and os started swelling, saw another dr. And pt was prescribed on cipro gtts q2 h and cipro oral meds (4 days ago). Symptoms are not better in current meds. Os is now swelling, severe pain, watering all the time and very red. Gtts: ciprofloxacin q3h os, used this am; cipofloxacin 500 mg 1 po bid va os sc: 20/60 -1 exam: (slit lamp) conjunctiva os: 3+ injection cornea os: inferior ulcer 1mm @ 6 0¿clock, 1mm white dead material debrided, bcl placed, 3-4mm ring of edema anterior chamber os: deep and quiet impression: central corneal ulcer, left eye plan: looks sterile but dead large opaque knot of debris removed; start moxi q3h and tobramycin q3h alternating; culture x 4 sent; will check tomorrow, if better may add steroid tomorrow; bcl placed today; return in 1 day. (B)(6) 2019 fu visit: os corneal ulcer fu; os red and blurry. Pt presents for evaluation of os corneal ulcer f/u; os red and blurry in the os; started about 1 week ago; affects both near and far vision. Pt states os is better, but still occ achy; has bcl in os; moxifloxacin q3h os; tobramycin q3h os va os sc: 20/60 -2 slit lamp exam: conjunctiva os: 3+ injection cornea os: inferior ulcer 1mm @ 6 o¿clock, 1mm white dead material debrided; bcl placed; 3-4 mm ring of edema anterior chamber os: deep and quiet meds continue: moxi q3h and tobramycin q3h assessment/impression: central corneal ulcer os plan: pt reports eye feels better; ulcer looks the same; continue current treatment; cultures pending; return in 1 day (B)(6) 2019 fu: cornea ulcer; fu corneal ulcer os, bcl os; pt states os feeling better, but last night had more pain and had to take tylenol and aleve, alternating. Using drops as directed; called lab and shows ¿rare fungus¿ ¿ sent reference to lab to identify fungus gtts: tobramycin q3h alternating with moxifloxacin q3h os; ciprofloxacin 500mg 1 po bid va os sc: 20/400 slit lamp exam os: conjunctiva: 3+ injection cornea: inferior ulcer 1mm @ 6 o¿clock; looks slightly worse today; lab shows fungus; bcl in place; 3-4 mm ring of edema anterior chamber: deep and quiet impression: central corneal ulcer os plan: lab report shows rare fungus; area debride again. Bcl removed today; start natamycin q1h while awake, set alarm to put in 2-3 x during the night; stop tobramycin; decrease moxifloxacin qid; pt understands need for close monitoring. Use e-mycin ung q2-3h for comfort; return in 1 day (B)(6) 2019 fu: corneal ulcer: 1 day fungal corneal ulcer os ¿ f/u; pt states os feels slightly better and is able to keep the eye open. Picked up e-mycin ung and natacyn today prior to appointment, but has not used yet. Vision os is about the same; gtts: moxifloxacin tid os, used this am; natacyn q1h, not used yet va os sc: 20/100 slit lamp os: conjunctiva: 3+ injection cornea: stable inferior ulcer 1-2mm @ 6 o¿clock; looks same today; lab shows fungus; stable 3-4 mm ring of edema anterior chamber: trace cell and flare impression: central corneal ulcer plan: prelim data shows fungus; waiting on reference lab; use natacyn q1h and moxi tid os; discussed prognosis is guarded; ulcer debrided again; fu in 1 day (B)(6) 2019 fu: corneal ulcer fu; pt presents for evaluation of fungal corneal ulcer os. Pt states has some ¿sharp aching pain feels like a brain freeze¿ but got medication from pcp for pain and taking at night (hydrocodone) and it seems to relieve the pain, states in the morning os is ¿matted¿. Pt states is seeing much better, but is still blurry; using drops as directed. Gtts: moxifloxacin tid os; natacyn q1h os va os sc: 20/200 os slit lamp exam: conjunctiva: 3+ injection cornea: stable inferior ulcer 1-2mm @ 6 o¿clock; looks better today; improving 3-4 mm ring of edema anterior chamber: trace cell and flare impression: central corneal ulcer os plan: fungal ulcer on natacyn q1h; looks a bit better; same tx all weekend; ha 5% applied to tx pain in office; fu check on monday. (B)(6) 2019 fu: pt presents for evaluation of corneal ulcer f/u in the os; 3-day fu; pt states improvement over the weekend. Pain has resolved; cloudiness is improved; va os still blurred but feels like it much better; lab reports more info available 27jun2019; gtts: natacyn every hour os; moxifloxacin tid os va os sc: 20/200 slit lamp exam os: conjunctiva: improving 2+ injection cornea: improving inferior ulcer better; only tiny epi defect; more clear; improving less edema anterior chamber: trace cell and flare impression: central corneal ulcer os plan: fungal ulcer is on the run; same treatment; re-check in 3 days. (B)(6) 2019 fu: 3-day corneal ulcer fu os; pt denies pain or discomfort since last visit; vision is slightly better, redness is better; using drops as directed; results back from lab ¿ shows rare aspergillus fumigatus; gtts: moxiflixacin tid od ¿ (possible typo); natacyn q1h od (possible typo), used this am va os sc: 20/100 slit lamp exam: conjunctiva os: improving 1+ injection, much less red os cornea: improved inferior ulcer better, no epi defect, more clear, edema resolved anterior chamber: deep and quiet impression: central corneal ulcer os plan: dec natacyn to qid; stop moxi; watch for inc pain or redness; fu monday with glasses, then refract ou. (B)(6) 2019 fu: 3-day recheck; os corneal ulcer os fu; pt states va has improved since last appointment. Pt states the redness is better since last appointment. Pt states will have occasional swelling with os. Pt using drops as directed; gtts: natacyn qid os va os sc: 2/40 -2 slit lamp exam: conjunctiva os: trace injection, much less red cornea: improved inferior ulcer, looks sterile, no epi defect, more clear, edema resolved anterior chamber: few kp under ulcer impression: central corneal ulcer os plan: fungal ulcer looks sterile; dec natacyn to tid; ok to return to work tomorrow; use glasses at work; fu in 1 week; stop tx then if looks good (B)(6) 2019 fu: 1-week fungal ulcer; does not like glasses. Pt reports vision os is slightly better at a distance and near since last visit. Eye is more red over last week; eyes are comfortable. Gtts: natacyn tid os va os: sc 20/70 -1; cc 20/25 -2 iop os: 13 slit lamp exam conjunctiva os: 1+ injection cornea os: improved inferior ulcer looks sterile, no epi defect, more clear, edema resolved anterior chamber os: few kp under ulcer impression: central corneal ulcer os plan: ulcer looks sterile; now with some iritis; add bromday qd; add pf tid; fu 1 week or prn (B)(6) 2019 fu: 1-week fu ¿pov¿ corneal ulcer; pt presents for fu exam, postop in the os. Pt states os is doing a lot better. No pain/redness. No more sensitivity to light. Pf helped a lot. Gtts: natacyn bid os ¿ has not instilled today yet; pred forte tid os ¿ used this am; bromday qd os ¿ ran out last week va os: sc: 20/60 -1 iop os: 15 slit lamp exam: conjunctiva os: white and quiet cornea os: small round scar, no epi defect, looks fully healed now anterior chamber os: deep and quiet impression: central corneal ulcer os plan: looks fully healed; stop all but pf; use bid for 3 days, then qd 3 days, then stop; call for pain or redness; fu in 4 weeks (B)(6) 2019 fu: 1 month cornea fungal os check; pt feels good, no pain or discomfort. Pt gradually started wearing scl x 2 weeks ago. No problems or discomfort with scl wear. Vision is good. Gtts: none assessment: central corneal ulcer os plan: resolved fungal ulcer os; scar is small; 1.2 mm and out of the way; ok to carefully wear scl; long talk to warn risks and proper care. Fu prn on 06sep2019 the pt provided additional information: pt reports a return to contact lenses and notes ¿vision has changed a little¿, but the ecp wants to wait until next year and recheck before changing the spectacle prescription. No additional medical information was provided. If any further relevant information is received, a supplemental report will be filed. Code 1793 - corneal scar code 1940 - iritis code 1784 - conjunctivitis code 2038 - red eye(s) code 2225 - discharge code 2146 - burning sensation code 2137 - blurred vision code 2235 - tearing, excessive code 1869 - foreign body sensation.

Manufacturer narrative:
(B)(4).

Event description:
On 28jun2019, a voicemail was received from a patient (pt) reporting a diagnosis of corneal ulcer while wearing a 1-day acuvue® moist® for astigmatism brand contact lens (cl). On 01jul2019, additional information was received from the pt: the pt developed the ulcer in the left eye (os) while trialing 1-day acuvue® moist® for astigmatism cls. On 05jun2019 the pt reported the suspect lens was blurry on insertion in the os with a burning sensation. The pt continued to wear the os suspect lens and the os became irritated with extreme pain. The symptoms did not resolve, so the pt visited an urgent care while on vacation. The doctor at the urgent care did not provide a diagnosis, but assumed it was ¿pink eye.¿ the pt was prescribed gentamycin 1 drop qid for 7 days and advised to discontinue the use of cls. The pt reported the pain worsened in the os and the pt saw a different doctor. The doctor diagnosed the pt with an os corneal ulcer and prescribed 1 drop of ciloxan and oral ciprofloxacin (unspecified frequency). After returning from vacation, the pt visited an eye care provider (ecp) ¿specialist¿ as the os was not improving. The ecp requested an os culture which revealed aspergillus fumigatus. The pt was diagnosed with an os corneal ulcer due to a fungal infection. The pt was prescribed natacyn (antifungal drug), 1 drop q1h for 1 1/2 weeks, then q3h for 3 days, then qid for a day, and currently tid until the return visit next week. The pt was also prescribed erythromycin ointment applied bid for 3 days. The pt also reported os temporary vision loss which will be re-evaluated once the treatment is completed. The pt reported the os is better now. On 12jul2019, additional information was received from the pt: the pt reported that the os was better, and the pt has returned to work. The va can¿t be determined until the follow-up appointment and the pt may need a new prescription for eye glasses. No additional medical information was provided. On 16jul2019, additional information was received from the pt¿s spouse: the spouse reported at the time of the event the symptoms became worse after the cl was removed from the pt¿s eye and the pt discontinued cl wear. The os is currently swollen and irritated. The pt was prescribed a new treatment of prednisolone 1 drop tid and bromfenac ophthalmic once a day. The pt has a return visit scheduled for (B)(6) 2019. The medical report will be requested once the pt has completed treatment. No additional information was provided. Additional medical information was requested from the pt, but nothing additional information has been received. The suspect os cl was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot j00132l was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.